Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent fracture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified left main artery. Pre-dilation was performed with a 2.5x20 emerge balloon catheter. A 3.50 x 32mm synergy¿ drug-eluting stent was advanced but device was unable to cross through the previously implanted stent in the left circumflex artery. A 3.50 x 24mm synergy¿ was then advanced but still failed to cross through the previously implanted stent. Device was replaced and a 4.00 x 24mm synergy¿ drug-eluting stent was advanced in the lesion. However, under intravascular ultrasound, a strange image was noticed. The physician pulled the guide wire along with the 4.0x24mm synergy¿ stent and it was noted that the stent strut was "broken". The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a damaged stent was returned for analysis on a wire. The stent delivery system (sds) was not returned. The stent had been separated from the sds. The stent was visually and microscopic examination. The stent was severely damaged and returned on a wire; struts were stretched, bunched and overlapping. The length of stretched stent measured 52mm. It is possible that there were two stents returned bunched together on the wire, however due to the damage to and bunching of the stent struts this could not be confirmed. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent fracture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified left main artery. Pre-dilation was performed with a 2.5x20 emerge balloon catheter. A 3.50 x 32mm synergy¿ drug-eluting stent was advanced but device was unable to cross through the previously implanted stent in the left circumflex artery. A 3.50 x 24mm synergy¿ was then advanced but still failed to cross through the previously implanted stent. Device was replaced and a 4.00 x 24mm synergy¿ drug-eluting stent was advanced in the lesion. However, under intravascular ultrasound, a strange image was noticed. The physician pulled the guide wire along with the 4.0x24mm synergy¿ stent and it was noted that the stent strut was "broken". The procedure was completed with a different device. No patient complications were reported.